Event description:
It was reported that the customer noted condensation in the pump tubing during use. The pump was also registering system error 1 and helium loss 3 alarms. The patient was transferred to another pump without any complications.